Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However there is no troubleshooting performed on this unit. The unit might requires a blender calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was on a patient when the unit began to alarm check o2 (oxygen). The patient started to breath more rapidly and seemed as though the ventilator could not meet the patient demand and the patient started to desaturate. The patient was transferred to another ventilator. The customer confirmed that there is no harm associated with this reported event.